Event description:
It was reported that prior to starting a da vinci-assisted surgical procedure, the clinical territory associate (cta) called to report repeated 40074 faults occurring on startup. The cta mentioned that they power cycled the system multiple times, but the issue persisted. The technical support engineer (tse) instructed the customer to perform a hard cycle on the tower, but the 40074 fault continued to appear on startup. The site could not use the system in its current state. The procedure was aborted prior to patient involvement.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the endoscope system controller (esc) to resolve the reported issue the system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The esc was analyzed and the reported issue was confirmed and replicated. The issue was confirmed via lighthouse. The esc was visually inspected, where no issues were found. The unit was installed onto a known good system and powered on where the esc could not be seen. The internal ff1 firefly fiber optic cable was replaced, where the esc could then be seen. The esc then threw a 48204 error pointing towards the light engine. As the light engine is an original equipment manufacturer (OEM) part, no component level troubleshooting could be performed. The esc was visually inspected, where no issues were found. The unit was installed onto a known good system and powered on where the esc could not be seen. The internal ff1 firefly fiber optic cable was replaced, where the esc could then be seen. The esc then threw a 48204 error pointing towards the light engine. As the light engine is an OEM part, no component level troubleshooting could be performed. The complaint was confirmed based on the field evaluation/failure analysis, which indicates that the device may have contributed to the customer reported issue. As a result of these findings, the root cause was determined to be light engine.